Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer received an insulin flow blocked alarms. The user also stated the pump also rejected new batteries. It was also reported that the continuous glucose monitoring system was asking for repeated calibrations and had issues communicating with the insulin pump. Customer declined troubleshooting and to provide their blood glucose level at the time of the incident. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.